Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on two brady episodes on the implantable cardiac monitor (icm) there were a "blip" of faster intervals but no electrocardiogram was observed during those intervals. Intervals were 170ms, 160ms and 150ms. Caller also felt the device was recording sinus rhythm as atrial tachycardia or atrial fibrillation (af) on one episode. It was also reported that the patient had been experiencing an altered state of consciousness and the patient was being evaluated for neurologic disorders. It was noted that the patient experienced supraventricular tachycardia and atrial flutter while in the hospital. The patient was treated with medication and subsequently went into af with bradycardia. The available information suggests the icm remains implanted. No patient complications have been reported as a result of this event.